Event description:
While the pt was raised up in the lift, the caregiver turned the pt in the sling and looked down to unlock the castors. When he looked back up, the pt had fallen to the floor. The caregiver noticed that one of the shoulder sling clips had disconnected. The pt sustained a cut to the head and was bleeding; no further info was given.

Manufacturer narrative:
Further info will be provided upon MFR's investigation.